Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while flying in an airplane. After an hour, the alarm cleared and insulin delivery was resumed. The customer's blood glucose (bg) level was 300 mg/dl and a bolus of insulin was delivered to address the bg level.